Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case, they experienced issues verifying instruments and tracking instruments. They noted that the emitter had to be placed much closer than normal to allow tracking of any instrumentations. Site experienced 8-9-minutes delay before aborting navigation. It was further stated that the emitter had been replaced. There was no reported impact to patient outcome.